Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition that "when turned on only half the display lights up". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during power up. There was no known patient involvement and no reports of patient injury, medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that when turned on, only half the display lights up was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a faulty main display. The main display was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.